Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he jumped in the river while wearing his pump and now the buttons are unresponsive and the screen remains blank. The patient's blood glucose at the time of incident was 160 mg/dl. As soon as the pump was exposed to river water, it stopped working. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump was received with a blank display due to a corroded battery tube. The pump was received with moisture damage on the electronic assembly, motor and vibrator motor. Unable to verify the button/ keypad unresponsive due to the blank display. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and a missing end cap sticker.